Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to information provided by an olympus field service engineer, there is a resettable fuse on the trolley, which usually trips when the trolley is on and the user causes a spike by removing the trolley from the wall. Therefore, the reported event was attributed to the user, not the device failure. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event was caused by the device not being powered by the trolley. It was not possible to determine why the trolley did not power. From the information provided, it was found that the resettable fuse on the trolley was on the blow. From the evaluation by olympus field service engineer, it was found that there was no abnormality in the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to any of olympus locations. The olympus field service engineer visited the user facility on july 27, 2021 to evaluate the device. As a result of the evaluation, it was confirmed that the phenomenon reported by the user was reproduced and the trolley was not powered. The issue was resolved when the rdc electrical fuse was reset. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility informed olympus as follows. During the procedure, whenever the workstation was moved, the monitor screen disappeared. The user had to restart the device to complete the intended procedure. Each time the monitor screen disappeared, the user restarted the device, and there was a 2-3 minute delay before the intended procedure was completed with the device. An olympus field service engineer reported that it could have been caused by a loose cable. There was no report of patient injury associated with the event.